Event description:
An international distributor provided a video of a customer's AED which appears to not power on when the battery was inserted. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the electronic data from this AED was not provided to investigate the customer complaint. Based on the information provided to date, the root cause of the customer complaint is not known. Should additional information become available a follow-up MDR shall be submitted.